Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that stimulation was in the wrong location and was intermittent. The stimulation cut off sometimes. The patient wondered if they had twisted wrong. Additional information has been requested, but was not available as of the date of this report.